Event description:
Patient has filed a claim related to rejuvenate modular devices. Update additional information as per legal: it was reported through the filing of a lawsuit that allegedly the plaintiff underwent a right total hip arthroplasty on (B)(6) 2012 and was implanted with a rejuvenate/abg ii modular hip system. It is further alleged that the plaintiff began to experience pain and elevated metal ion levels. Plaintiff has not yet scheduled revision surgery. Update via sales rep, "pt. With primary hip. Adm right 50 cup, 28+0 biolox and size 7 rejuvenate femoral stem. Experiencing drainage from original incision closure site. Primary surgery done in 2012." All components removed and a spacer was placed.

Manufacturer narrative:
Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain and elevated ions is considered to be under the scope of this recall. No further investigation is required. The complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. The following devices were also listed in this report: cat# 6570-0-128; delta v-40 ceramic head 28/0; lot# 38681802; cat# 1236-2-850; restoration adm x3 ins 28/50; lot# 35102001; cat# 1235-2-501; restoration (tm) adm. Cup w/ha; lot# g2958385. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned to the manufacturer.